Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder for which the customer reported over delivery was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. The device passed accuracy tests without alarming. A service history review revealed that the device has not been previously sent into service for the reported condition of "over delivery without alarm measured."

Manufacturer narrative:
(B)(4) - additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a report from a facility involving the automix 3+3 compounder. According to the facility, the device is inaccurate. Customer reports that on a final container of 2000ml's the unit is over by 19 ml's for a total of 2019 ml's. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.